Event description:
It was reported that an infusion had "run dry" and that there were multiple large air bubbles in the tubing, both above and below the air-in-line sensor, however the large volume pump module allegedly did not alarm. There was patient involvement, but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.root cause: the root cause for the reported issue that device had failure to alarm was not determined because no product or device logs were returned.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.